Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinusitis, shortness of breath, back pain, nasal pain, throat pain, leg pain, urine odour foul, dysuria, flank pain, coughing, sinusitis noninfective, follicular cyst of ovary, uterine bleeding, menses irregular, depressed mood, insomnia, burning sensation and rash. Concomitant products included clonazepam since (B)(6) 2014 and promethazine since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 3 years after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the urinary tract infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details, specify- both right and left tubal ostia were easily seen. After placement of the essure devices three coils were noted on the right and three coils were noted on the left current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2012: surgical pathology report- diagnosis -a. Bilateral sinus contents: benign fragments of bone and respiratory epithelial lined tissue with edema, polypoid change, moderate chronic inflammation and mild eosinophilia. Specimen source- a:bilateral sinus contents clinical information- bil. Chronic sinusitis; septal deviation; right sinus polyps gross description- bilateral sinus contents: received in saline is a 3.0 x 2.0 x 0.4 cm aggregate of mucus, thin fragments of cartilage and tan-lavender mucosa. The specimen is submitted in (B)(6) in (B)(6). Medication- klonopin , percocet , morphine ,remeron; on (B)(6) 2014: surgical pathology report diagnosis: uterus, bilateral fallopian tubes and cervix: benign cervix with mild acute and chronic cervicitis. Ablated endometrium. Focal infarction of myometrium or possibly of infarcted submucosal leiomyoma. Segments of benign left and right fallopian tubes with benign paratubal cysts of morgagni. Metallic sterilization devices of fallopian tubes specimen source: uterus, bilateral fallopian tubes and cervix clinical information: diagnosis/clinical information: abnormal bleeding and pelvic pain post-op diagnosis: procedure: gross examination: uterus, bilateral fallopian tubes and cervix: received fresh is a 90 gm, 8.5 x 5.0 x 3.7 cm body of uterus with attached cervix. The ectocervix is smooth, tan and measures 3.8 cm in diameter. The os is patent and 1.5 cm in diameter. Located on the anterior surface are mild focal adhesions. The remaining serosa is pink-tan and smooth. On sectioning, located in the inferior endometrium is a superficially attached possible endometrial polyp that measures 2.0 x 1.5 x 1.0 cm. The endometrium in this area is indented and measures less than 0.1 cm thick. The remaining endometrium is focally hemorrhagic and measures up to 0.2 cm thick. Attached to the left and right cornu are two cylindrical, spiral-shaped, metallic wires that each measure 2.5 cm in length, 0.1 cm in diameter. The myometrium is smooth and pink-tan with no subserosal, intramural or submucosal tan, whorled nodules. Attached to the uterus is a left fallopian tube with fimbriated end that measures 2.7 cm in length, 0.5 cm in diameter. Attached to the tube is a small paratubal cyst that is 0.9 x 0.5 cm in greatest dimension. Also attached is a right fallopian tube with fimbriated end that measures 7.0 cm in length, averages 0.6 cm in diameter, and will be inked blue. Attached to the tube is a paratubal cyst that is 0.7 x 0.3 cm in greatest dimension. No ovaries are received.. Ultrasound pelvis - on (B)(6) 2013: impression : (1) bilateral essure devices are seen. (2) endometrial cavity is markedly thickened measuring 21.8 mm. And is irregular in appearance. (3) follicular cysts, both ovaries.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ anxiety, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: new pfs + mr received- new events added: infection (bladder/ urinary tract/vaginal) type: urinary tract infection , psychological or psychiatric problems condition: depression and mental anguish , migraines / headaches , nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , fatigue , weight gain / loss specify which one: weight loss, abnormal bleeding were added. Outcome of events pelvic pain and abnormal bleeding from unknown to recovering/resolving were updated. Lot number and new reporters were added. Concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinusitis, shortness of breath, back pain, nasal pain, throat pain, leg pain, urine odour foul, dysuria, flank pain, coughing, sinusitis noninfective, follicular cyst of ovary, uterine bleeding, menses irregular, depressed mood, insomnia, burning sensation and rash. Concomitant products included celecoxib (celexa) since (B)(6)2013, clonazepam since (B)(6)2014 and promethazine since (B)(6)2014. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 3 years after insertion of essure. In (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"). In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal)"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss/weight loss"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder, urinary tract, vaginal) type:"), cystitis ("infection (bladder, urinary tract, vaginal) type:"), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish, anxiety"), migraine ("migraines/migraine/headache"), headache ("headaches") and nausea ("nausea"). The patient was treated with clonazepam (klonopin), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes and ablation on (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea, dyspareunia, vaginal infection, urinary tract infection, cystitis, depression, anxiety, migraine, headache, nausea, fatigue and weight decreased outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: insertion details, specify- both right and left tubal ostia were easily seen. After placement of the essure devices three coils were noted on the right and three coils were noted on the left current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6)2012: surgical pathology report- diagnosis -a. Bilateral sinus contents: benign fragments of bone and respiratory epithelial lined tissue with edema, polypoid change, moderate chronic inflammation and mild eosinophilia. Specimen source- a:bilateral sinus contents clinical information- bil. Chronic sinusitis; septal deviation; right sinus polyps gross description- bilateral sinus contents: received in saline is a 3.0 x 2.0 x 0.4 cm aggregate of mucus, thin fragments of cartilage and tan-lavender mucosa. The specimen is submitted in toto in a1-multiple. Medication- klonopin , percocet , morphine ,remeron; on (B)(6)2014: surgical pathology report diagnosis: a. Uterus, bilateral fallopian tubes and cervix: benign cervix with mild acute and chronic cervicitis. Ablated endometrium. Focal infarction of myometrium or possibly of infarcted submucosal leiomyoma. Segments of benign left and right fallopian tubes with benign paratubal cysts of morgagni. Metallic sterilization devices of fallopian tubes specimen source: a. Uterus, bilateral fallopian tubes and cervix clinical information: diagnosis/clinical information: abnormal bleeding and pelvic pain post-op diagnosis: procedure: gross examination: a. Uterus, bilateral fallopian tubes and cervix: received fresh is a 90 gm, 8.5 x 5.0 x 3.7 cm body of uterus with attached cervix. The ectocervix is smooth, tan and measures 3.8 cm in diameter. The os is patent and 1.5 cm in diameter. Located on the anterior surface are mild focal adhesions. The remaining serosa is pink-tan and smooth. On sectioning, located in the inferior endometrium is a superficially attached possible endometrial polyp that measures 2.0 x 1.5 x 1.0 cm. The endometrium in this area is indented and measures less than 0.1 cm thick. The remaining endometrium is focally hemorrhagic and measures up to 0.2 cm thick. Attached to the left and right cornu are two cylindrical, spiral-shaped, metallic wires that each measure 2.5 cm in length, 0.1 cm in diameter. The myometrium is smooth and pink-tan with no subserosal, intramural or submucosal tan, whorled nodules. Attached to the uterus is a left fallopian tube with fimbriated end that measures 2.7 cm in length, 0.5 cm in diameter. Attached to the tube is a small paratubal cyst that is 0.9 x 0.5 cm in greatest dimension. Also attached is a right fallopian tube with fimbriated end that measures 7.0 cm in length, averages 0.6 cm in diameter, and will be inked blue. Attached to the tube is a paratubal cyst that is 0.7 x 0.3 cm in greatest dimension. No ovaries are received.. Ultrasound pelvis - on (B)(6)2013: impression : (1) bilateral essure devices are seen. (2) endometrial cavity is markedly thickened measuring 21.8 mm. And is irregular in appearance. (3) follicular cysts, both ovaries.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ anxiety, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: new events added: infection (bladder, urinary tract, vaginal)- bladder infection and vaginal infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinusitis, shortness of breath, back pain, nasal pain, throat pain, leg pain, urine odour foul, dysuria, flank pain, coughing, sinusitis noninfective, follicular cyst of ovary, uterine bleeding, menses irregular, depressed mood, insomnia, burning sensation and rash. Concomitant products included celecoxib (celexa) since (B)(6) 2013, clonazepam since (B)(6) 2014 and promethazine since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 3 years after insertion of essure. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss/weight loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder, uinary tract, vaginal) type:"), cystitis ("infection (bladder, uinary tract, vaginal) type:"), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish, anxiety"), migraine ("migraines/migraine/headache"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with clonazepam (klonopin), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes and ablation on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving, the dysmenorrhoea, dyspareunia, vaginal infection, urinary tract infection, cystitis, depression, anxiety, migraine, headache, nausea, fatigue and weight decreased outcome was unknown and the bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: insertion details, specify- both right and left tubal ostia were easily seen. After placement of the essure devices three coils were noted on the right and three coils were noted on the left current weight 130 lbs. Patient received treatment for pain, bleeding and bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2012: surgical pathology report- diagnosis -a. Bilateral sinus contents: benign fragments of bone and respiratory epithelial lined tissue with edema, polypoid change, moderate chronic inflammation and mild eosinophilia. Specimen source- a:bilateral sinus contents clinical information- bil. Chronic sinusitis; septal deviation; right sinus polyps gross description- bilateral sinus contents: received in saline is a 3.0 x 2.0 x 0.4 cm aggregate of mucus, thin fragments of cartilage and tan-lavender mucosa. The specimen is submitted in toto in a1-multiple. Medication- klonopin , percocet , morphine ,remeron; on (B)(6) 2014: surgical pathology report diagnosis: a. Uterus, bilateral fallopian tubes and cervix: benign cervix with mild acute and chronic cervicitis. Ablated endometrium. Focal infarction of myometrium or possibly of infarted submucosal leiomyoma. Segments of benign left and right fallopian tubes with benign paratubal cysts of morgagni. Metallic sterilization devices of fallopian tubes specimen source: a. Uterus, bilateral fallopian tubes and cervix clinical information: diagnosis/clinicallnformation: abnormal bleeding and pelvic pain post-op diagnosis: procedure: gross examination: a. Uterus, bilateral fallopian tubes and cervix: received fresh is a 90 gm, 8.5 x 5.0 x 3.7 cm body of uterus with attached cervix. The ectocervix is smooth, tan and measures 3.8 cm in diameter. The os is patent and 1.5 cm in diameter. Located on the anterior surface are mild focal adhesions. The remaining serosa is pink-tan and smooth. On sectioning, located in the inferior endometrium is a superficially attached possible endometrial polyp that measures 2.0 x 1.5 x 1.0 cm. The endometrium in this area is indented and measures less than 0.1 cm thick. The remaining endometrium is focally hemorrhagic and measures up to 0.2 cm thick. Attached to the left and right cornu are two cylindrical, spiral-shaped, metallic wires that each measure 2.5 cm in length, 0.1 cm in diameter. The myometrium is smooth and pink-tan with no subserosal, intramural or submucosal tan, whorled nodules. Attached to the uterus is a left fallopian tube with fimbriated end that measures 2.7 cm in length, 0.5 cm in diameter. Attached to the tube is a small paratubal cyst that is 0.9 x 0.5 cm in greatest dimension. Also attached is a right fallopian tube with fimbriated end that measures 7.0 cm in length, averages 0.6 cm in diameter, and will be inked blue. Attached to the tube is a paratubal cyst that is 0.7 x 0.3 cm in greatest dimension. No ovaries are received.. Ultrasound pelvis - on (B)(6) 2013: impression : (1) bilateral essure devices are seen. (2) endometrial cavity is markedly thickened measuring 21.8 mm. And is irregular in appearance. (3) follicular cysts, both ovaries.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ anxiety, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event bladder/urinary problems was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinusitis, shortness of breath, back pain, nasal pain, throat pain, leg pain, urine odour foul, dysuria, flank pain, coughing, sinusitis noninfective, follicular cyst of ovary, uterine bleeding, menses irregular, depressed mood, insomnia, burning sensation and rash. Concomitant products included clonazepam since (B)(6) 2014 and promethazine since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 3 years after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the urinary tract infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details, specify- both right and left tubal ostia were easily seen. After placement of the essure devices three coils were noted on the right and three coils were noted on the left current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2012: surgical pathology report- diagnosis -a. Bilateral sinus contents: benign fragments of bone and respiratory epithelial lined tissue with edema, polypoid change, moderate chronic inflammation and mild eosinophilia. Specimen source- a:bilateral sinus contents clinical information- bil. Chronic sinusitis; septal deviation; right sinus polyps gross description- bilateral sinus contents: received in saline is a 3.0 x 2.0 x 0.4 cm aggregate of mucus, thin fragments of cartilage and tan-lavender mucosa. The specimen is submitted in toto in a1-multiple. Medication- klonopin , percocet , morphine ,remeron; on (B)(6) 2014: surgical pathology report diagnosis: a. Uterus, bilateral fallopian tubes and cervix: benign cervix with mild acute and chronic cervicitis. Ablated endometrium. Focal infarction of myometrium or possibly of infarted submucosal leiomyoma. Segments of benign left and right fallopian tubes with benign paratubal cysts of morgagni. Metallic sterilization devices of fallopian tubes specimen source: a. Uterus, bilateral fallopian tubes and cervix clinical information: diagnosis/clinicallnformation: abnormal bleeding and pelvic pain post-op diagnosis: procedure: gross examination: a. Uterus, bilateral fallopian tubes and cervix: received fresh is a 90 gm, 8.5 x 5.0 x 3.7 cm body of uterus with attached cervix. The ectocervix is smooth, tan and measures 3.8 cm in diameter. The os is patent and 1.5 cm in diameter. Located on the anterior surface are mild focal adhesions. The remaining serosa is pink-tan and smooth. On sectioning, located in the inferior endometrium is a superficially attached possible endometrial polyp that measures 2.0 x 1.5 x 1.0 cm. The endometrium in this area is indented and measures less than 0.1 cm thick. The remaining endometrium is focally hemorrhagic and measures up to 0.2 cm thick. Attached to the left and right cornu are two cylindrical, spiral-shaped, metallic wires that each measure 2.5 cm in length, 0.1 cm in diameter. The myometrium is smooth and pink-tan with no subserosal, intramural or submucosal tan, whorled nodules. Attached to the uterus is a left fallopian tube with fimbriated end that measures 2.7 cm in length, 0.5 cm in diameter. Attached to the tube is a small paratubal cyst that is 0.9 x 0.5 cm in greatest dimension. Also attached is a right fallopian tube with fimbriated end that measures 7.0 cm in length, averages 0.6 cm in diameter, and will be inked blue. Attached to the tube is a paratubal cyst that is 0.7 x 0.3 cm in greatest dimension. No ovaries are received.. Ultrasound pelvis - on (B)(6) 2013: impression : (1) bilateral essure devices are seen. (2) endometrial cavity is markedly thickened measuring 21.8 mm. And is irregular in appearance. (3) follicular cysts, both ovaries.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ anxiety, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.